Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment the reported event of device fracture was confirmed by visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. The plausible root cause for the reported event is likely due to the overload during usage.

Event description:
It was reported that while pulling the trial handle out the during procedure, the inner locking sleeve broke from the trial handle.